Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the device had error code- 45639 alarming and displayed big red screen" was confirmed. When the unit was powered, it kept alarming error code. The printed wiring assembly (pwa) board was replaced, and error code disappeared. The probable cause was the pwa. Further investigation found the lcd lens was heavily scratched and the upstream occlusion (uso) seal was buckling. The lcd lens and uso seal were replaced. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had error code- 45639 alarming and displayed big red screen. The issue happened during set up. There was no delay in therapy and no patient involvement or harm.